Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a burnt integrated circuit on the led interface board. The led interface board was replaced to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.